Event description:
It was reported that the subject device had a no image. The issue was found during the reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, g4, h2, h3, h6, h11. Corrected fields: d4 (UDI number), e1. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the reportable malfunction was identified during the device evaluation: defective printed circuit board and printed circuit board. A root cause could not be identified. Based on the results of the investigation, it is likely no image occurred due to defective printed circuit board. The most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.